Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5, h2, h4, h6, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: endoscope communication error (b30) and no image was displayed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the colonoscope did not connect to the tower during the inspection-for-use procedure involving a colonovideoscope. There was no patient injury reported.